Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. However, the device was implanted occipital at c2 which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. Although the cause of the zapping sensations is unknown, off-label use was identified as the device was implanted occipital (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported zapping sensations while using one of their transmitter assemblies. The patient was provided a new transmitter and has not reported any further zapping sensations. The transmitter assembly associated with the complaint will be returned for investigation. However, it has not yet been received at curonix hq.